Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 153 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy. As requested by the customer, tandem technical support consulted with the field team and followed up to advise customer to reach out to their healthcare provider for further back-up therapy options.